Manufacturer narrative:
H3 other text : customer declined service.

Event description:
It was reported to philips the device failed to shock when the shock button was pressed. The defibrillator was being used in manual mode and charged to 150 joules. Another defibrillator was used to complete treatment and the patient survived. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. No fault was found when the customer tested the device with opcheck and defib analyzer. The customer declined service from philips. No ECG monitoring strips or case event files were provided to philips for review. As the customer declined service, no conclusion can be drawn. The device remains with the customer.

Event description:
It was reported to philips the device failed to shock when the shock button was pressed. The defibrillator was being used in manual mode and charged to 150 joules. Another defibrillator was used to complete treatment and the patient survived. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. No fault was found when the customer tested the device with opcheck and defib analyzer.